Event description:
It was reported that the asymptomatic patient presented to clinic for a routine follow up. Interrogation of the pulse generator resulted in a message indicating that data could not be read. The device was explanted and replaced on (B)(6) 2013.